Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Device legally manufactured by tag medical. Serious injury reported by (B)(4) as device importer.

Event description:
It was alleged that the patient may have had an allergy that may have contributed to joint failure. The anchor was placed for repair of a labral tear.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Device legally manufactured by tag medical. Serious injury reported by stryker as device importer. The OEM of the device could not perform an investigation without the physical device. As such the potential root cause of the failure could have been the following: potential misue - as no additional event detail was available through the legal manufacturer, thus potential root cause could no be ruled out. Potential product malfunction - as the product was not returned, thus potential root cause could no be ruled out. The device manufacture date is not known and cannot be obtained due to an unknown lot number.

Event description:
It was alleged that the patient may have had an allergy that may have contributed to joint failure. The anchor was placed for repair of a labral tear.